Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customers were not alerted to changes in glucose level and experienced dizziness. Customer treated themselves (treatment unspecified) and also had contact with a healthcare professional (hcp) and received unspecified treatment for the reported product issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader nagd171-g1487 has been returned and investigated. Visually inspected the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. Audio and vibration test was performed and tests passed. An analysis of the ble (bluetooth low energy) and rssi (received signal strength indicator) graph was performed and it was observed that signal loss alarms are due to low or not present ble rssi value. Therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customers were not alerted to changes in glucose level and experienced dizziness. Customer treated themselves (treatment unspecified) and also had contact with a healthcare professional (hcp) and received unspecified treatment for the reported product issue. There was no report of death or permanent impairment associated with this event.